Event description:
When an ir60b reload was fired via an i60 stapler in a laparoscopic sigmoid resection procedure, it was observed that the knife produced only a partial cut. The procedure was completed by means of another device without any adverse effects to the health of the pt.

Manufacturer narrative:
The ir60b reload and the concomitant i60 stapler were returned for evaluation. The i60 stapler was found to function according to specifications. The reload, however, was found to have some damage to the knife kicker which prevented the knife from being deployed into the cutting position during the entire course of its travel. This was the cause of the observed partial cut. Evaluation summary: i60 produced acceptable staple formation and transection was complete. Reload kicker was damaged and that may have prevented the knife from transecting fully. The first bridge was uncut.